Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a stimulation system implanted in 2010. The system did not provide the patient much relief and it was explanted. It was noted the patient was going to get an MRI, but that the MRI was not related to the device, to the healthcare providers (hcp) knowledge. The patient had lost a lot of weight, had been dieting, so they put a pump where they took out the stimulator. Their pump was in the right posterior buttock. The patient advised that the stimulator was removed in 2004. It was unclear which system was explanted due to not providing much relief. [Reference regulator report # 6000032-2015-00049 for other system.]

Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator; product ID 3888-33, lot# j0206691v, implanted: (B)(6) 2002, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3888-33, lot# l82855, implanted: (B)(6) 2000, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 3888-33, lot# l82855, implanted: (B)(6) 2000, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was further stated that the patient didn¿t think the stimulation system worked well. She had changed physicians, and the second physician she went to had discussed the pump. The patient believed the entire stimulator system was removed in 2007 (in conflict with previous report).